Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there were leaking reservoirs. The customer's husband stated that he has had two reservoir leaks in the past. Nothing further was reported.